Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). At this time, the thv is not indicated for use inside a surgical mitral valve/ring, and there is no guidance in the thv training manual on usage of a sapien 3 valve within a surgical mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a surgical mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, procedural factors (poor coaxial alignment of the delivery system and valve) may have contributed to the event. A second valve was deployed, correcting the pvl and intravalvular leak.

Event description:
During a valve-in-valve procedure (sapien 3 in an annuloplasty ring in the mitral position) the sapien 3 valve was deployed too atrial. A second sapien 3 valve was implanted. Three years and 7 months post implant of an edwards physio ii annuloplasty ring, a 29mm sapien 3 valve was implanted via the trans-septal approach. The initial valve was deployed too atrial with a final positon of 50:50 ventricular/atrial (v/a), resulting in paravalvular leak (pvl) and intravalvular leak observed around the skirt of the valve. A second sapien 3 valve was deployed 60:40 v/a with good results. The procedure was completed with no further complications and the patient was transferred in stable condition. The coaxial alignment of the initial delivery system and valve was reported to be poor. The coaxial alignment of the second delivery system and valve was reported to be fair. The image intensifier angle for both valves was reported to be good.